Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13471326 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records or excursions were found for lot 13471326. The polymerization test results were reviewed and no anomalies were found. Additional information will be submitted within 30 days of receipt. This one of two products used during the same procedure on the samp pt, which is associated with mfg report # 1058196-2009-00214.

Event description:
It was reported that 1cc of the glue mixture was injected into a prowler 14, an echelon and a prowler plus and each time it solidified in the microcatheters. It was reported that there was no injury to the pt. It was reported that the physician has done many cases and that everything was done and appeared as it normally does prior to the event. Based on the information received either a (B)(4) glue mixture with tantalum was used in this case.